Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the implanted neurostimulator keeps turning off for no reason. Patient said this has been happening here and there for several months now and seems to be happening more and more often. Patient confirmed they are not around any emi or electronics that could be causing the implanted neurostimulator to turn off. Patient service specialist asked if patient had any programming changes and patient said they were not sure how to figure that out. Pt was not sure whether adaptive stim was on. Patient mentioned they have to charge the controller every day and the controller has gone dead numerous times over the years. Pt states her ins has gone dead over the years a few times. Pt states 3-4 days of the week notices the stim is off. Pt states most of the time never lets it go down. Patient services (pss) reviewed the stim will turn off at a certain percentage and pt states she was not aware however this was not clear whether this occurred. Patient also said when they go to charge in the morning, the controller will say 100% like it's not even used and they know they pushed the button to turn stimulation on or off and they turn it back on and it seems to act right for a little while but then they keep having the same problem over and over. Patient tried resetting controller and after resetting the controller started charging like normal. Patient plugged controller in to ac power supply without battery and confirmed controller was 100% and implant was 90%. Patient then put battery back in and reported the green light was blinking. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device and pss directed to contact healthcare provider to further address the issue if the controller does not solve the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.